Event description:
It was reported the patient had previously received an "open graft" and ruptured on (B)(6) 2015. The patient had presented emergently with back pain to a hospital in delaware and was flown to the hospital university of pennsylvania. On (B)(6) 2015 the physician treated the patient with two suprarenal aortic extensions. On (B)(6) 2015 the patient was taken back to the operating room with an endoleak and another suprarenal aortic extension was implanted. The physician also performed a snorkel procedure. No endoleaks were observed when the final angio run was performed at the end of the procedure. It was reported that the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains implanted in the pt.